Event description:
It was reported that after a dislocation of the right acromioclavicular using an endobutton, the wound was found oozing and not healing. The patient outcome is unknown. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H6: one 72200149 endobutton ultra 30mm continuous loop reported on. The product was used for treatment but was not returned for evaluation. Due to unavailability, evaluation was limited. If further information becomes available to assist with evaluation, the complaint may be revisited. Factors affecting device performance include, device ability, surgical ability and surgical site preparation according to instructions for use. Instructions for use shipped with or available for the product code reported, has instructions for use available, which includes recommendations, instructions and precautionary statements for proper use of the product. Complaint history review indicated no similar allegations for the lot number reported. Batch review did not indicate a condition or product, procedure failure that supported the allegation. Sterilization documentation indicated the lot as sterile. Product met specifications upon release to distribution. At this time, there is no objective evidence to suggest a direct link between the product used during the procedure and the post-operative condition reported. Rate of occurrence is monitored via surveillance. No further investigation required at this time.